Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was isolated to the electrode belt's j702 pads being physically damaged. The root cause for damaged j702 was physical abuse. There was no adverse event that resulted from the damaged belt.